Event description:
Post uae pt awakened with extreme redness in the corner of her eye. She suspected it was secondary to embolization. Shortly after this incident, she experienced lower abdominal pain, ultrasound for gall stones was negative. She has continued to have pain since the uae. The doctor who performed the uae has been unresponsive. Pt's comment "I want relief. I'm tired of spending money I don't have for unnecessary medical bills and pain."